Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on an unknown date that the tip of screwdriver is broken no patient outcome/consequences. This report is for 1 annulated 4.0mm hexagonal screwdriver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the cannulated 4.0mm hexagonal screwdriver, p/n: 314.05, broke off. The broken fragment was not returned for examination. A data base search for the provided product code/lot code combination revealed the device was released to warehouse on 8/8/1988. This type of damage is consistent with wear and tear over an extended period of over 30 years of service on the field. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cannulated 4.0mm hexagonal screwdriver, p/n: 314.05 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforms. Dimensional inspection: n/a. Device history: a data base search for the provided product code/lot code combination revealed the device was released to warehouse on 8/8/1988. A DHR could not be conducted due to the device having an extended service life of over 30 years on the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.